Event description:
It was reported that the insulin pump alarmed prime alarm during prime/rewind process. The drive support cap is protruding. Customer's blood glucose reading is 235 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.